Event description:
It was reported via repair work order that the stretcher had exposed bare wires as a result of the power cord separating. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.